Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor valve was chosen for implantation, utilizing a small flexnav delivery system. The patient presented in sinus rhythm with a 5.9mm membranous septum (ms), an annulus with the perimeter of 70.9mm, and calcification was confirmed at the annulus only. Pre-balloon aortic valvuloplasty (bav) was performed using a 22mm z-med balloon. However, after pre-bav, the patient went into complete atrioventricular block (cavb). The valve was implanted at a depth of 4.5mm on non-coronary cusp (ncc) and 4.5 on left coronary cusp (lcc). It was noted that while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. No improvement was observed after the valve deployment. Therefore, a temporary pacemaker was placed, and the procedure was completed. The patient was then transferred to the intensive care unit (ICU). The patient was reported to be stable.

Event description:
It was reported that on (B)(6) 2026, a 25 mm navitor valve was chosen for implantation, utilizing a small flexnav delivery system. The patient presented in sinus rhythm with a 5.9 mm membranous septum (ms), an annulus with the perimeter of 70.9 mm, and calcification was confirmed at the annulus only. Pre-balloon aortic valvuloplasty (bav) was performed using a 22 mm z-med balloon. However, after pre-bav, the patient went into complete atrioventricular block (cavb). The valve was implanted at a depth of 4.5 mm on non-coronary cusp (ncc) and 4.5 on left coronary cusp (lcc). It was noted that while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. No improvement was observed after the valve deployment. Therefore, a temporary pacemaker was placed, and the procedure was completed. The patient was then transferred to the intensive care unit (ICU). The patient was reported to be stable.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported heart block could be due to patient anatomy or procedural circumstances. However, this could not be confirmed. The reported medical interventions and hospitalization were result of case specific circumstances as temporary pacemaker was implanted and patient was admitted to the intensive care unit (ICU). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.